Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion alarm" was reproduced when the device was sent to the flow lines for a downstream occlusion test. A review of the event history log revealed multiple "downstream occlusions!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor calibration out of specification. The force sensor scale factor calibration is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump constantly alarmed downstream occlusion. This occurred while attempting to initiate treatment. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement. No additional information is available.